Manufacturer narrative:
08/23/2017 (B)(4): the device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported on 26/jul/2017 during intra-aortic balloon (iab) insertion the iab stuck in the sheath and was unable to be advanced. The iab was replaced to continue therapy. There was no patient injury or harm.

Manufacturer narrative:
Correction: although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported on (B)(6) 2017 during intra-aortic balloon (iab) insertion the iab stuck in the sheath and was unable to be advanced. The iab was replaced to continue therapy. There was no patient injury or harm.